Event description:
It was reported that pad burns occurred. The patient was undergoing radiofrequency ablation (rfa) in the liver utilizing a 4cm coaccess needle and a rf3000 radiofrequency generator. Rolloff was not achieved after the first 15 minutes at 190w, however after 8 more minutes with 190w, rolloff was achieved. The pads were placed on both left and right thighs. Upon completion of the procedure, burns to the inner thighs were observed under two pads. It was noted that the skin of the patient was burned more on the left side than on the right side. The pad placement and position were checked before and during the procedure. The patient experienced a temperature increase during the procedure. The procedure was completed with another of the same device. The patient's temperature issue was resolved post-procedure and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).